Event description:
The patient was revised because of pain.**update** (B)(6) 2011 - medical records were received. The revision operative report indicates there was burnishing, or corrosion at the morse taper of the stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.